Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, it was noted that the bearings were worn due to normal wear. Additionally, the motor did not have enough power, loses pressure and failed the temperature and noise test. Device was inspected, and repaired by replacing a few components.

Event description:
Device was returned for service. During service, technician indicated the motor did not have enough power, loses pressure and failed the temperature and noise test. This is 1 of 1 report for (B)(4).